Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of four photographs of a device and an attached loading unit. A visual ins pection of the returned photos noted that the handles firing knobs can be seen to be fully retracted while the loading unit's I-beam is not fully retracted. Malformed and unformed staples can be seen in the returned photographs. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling on the rectum during a laparoscopic low anterior resection, the device was able to fire, but there was incomplete staples on the distal part of the staple line. The jaw of the device was locked on tissue and could not be opened after firing. Another handle and reload was used to staple the proximal side to remove the specimen and the defective device. The defective device that jaws were locked was manually opened by retracting the knife blade. There was unanticipated tissue loss as a result of this problem because tissue was hung up on the jaw of the device.